Event description:
Boston scientific was notified that during a procedure the matrix standard-sr 2d coil was the ninth and the last coil in this procedure. Four centimeters of the coil where already inside the aneurysm when there was friction. The physician tried to pull back the coil when it suddenly broke at the detachment zone. The physician attempted to remove the coil with a microvena snare, but it did not work. The coil was left as it is. Four centimeters are inside the aneurysm, and 4 centimeters inside the lumen of the carotid artery. No clinical sequelae was reported to have occurred with the pt as a result of this event.